Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Reportedly, the patient did not charge the ipg, and as a result, the device became inoperable. As a result, surgical intervention may occur.